Event description:
Coflex removal surgery to relieve persistent increased pain after trauma: pt received a coflex in l4-l5 on (B)(6) 2010. Pt was doing well until she sat on a folding chair that collapsed on (B)(6) 2013. She then had ongoing back pain and radiating leg pain. She described burning pain in her buttocks bilaterally with stabbing on the right side, pins and needles sensations down her legs bilaterally both anteriorly and posteriorly and some stabbing in her left foot as well. Diagnosis: post trauma lumbar instability, lateral reces foraminal stenosis, progressive radiculopathy. She then had a revision surgery: removal of coflex implant followed by complete laminectomy, facetectomy, foraminotomy, redo decompression with nonsegmental pedicle screw fixation into l4-l5 interbody fusion with expandable cages, spondylo reduction, posterolateral bilateral fusion with locally harvested morselized bone, frozen allograft, interbody fusion, nonsegmental fixation, complete decompression of the spinal canal.